Event description:
During preventative maintenance of the device, the field service rep reported that the green color cap on the pump occluder knob was broken. Unit was repaired in the field. Since the event occurred during preventative maintenance, there was no pt involvement during this event.